Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. During the procedure, the thread keeps on breaking without any effort/strain put on suture. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the breakage occur all in one procedure? If not: what is the total number of procedures in which suture breakage occurred? X3 surgeons, various procedure how many sutures broke in each procedure? X1. Surgeons noticed all sutures that broke had the same lot nr have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). Not that I am aware of . Did the breakage occur during handling pre-operatively or during use on the patient? (If both, please provide the number of suture breakage for each scenario) during procedure while suturing did the patient(s) experience any adverse consequences? None reported. Additional information requested based on the response above: if only 1 suture broke across 3 procedures, what does the previously reported quantity of 18 refer to? Three surgeons, various procedures. They did not want to continue using as all the sutures that broke was from the same batch nr. They returned remaining stock for testing and credit as they did not want to take a chance with the others from the remaining batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did all 18 sutures broke in all 3 procedures? Please clarify.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.